Event description:
It was reported the epg (external pulse generator) failed preventative maintenance testing. It was also reported that during device output test, the amp and width of the atrial dropped by approximately half when both atrial and ventricular measured running at maximum. The epg was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found during functional or bench testing. It was noted that the keyboard was scratched.